Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7106647. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7106933.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and wound dehiscence at the site of the right-side lead and lead extensions at the base of the skull. The patient underwent a revision procedure where the lead and the lead extensions were explanted. The physician assessed that the system had been contaminated preventing wound from healing properly and closing. The patient was doing well post-operatively. The explanted lead extensions were discarded and were not returned to bsc.

Manufacturer narrative:
The returned lead db-2202-45 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned lead extension nm-3138-55 serial number (B)(6) was analyzed and visual inspection revealed that the lead extension had been severed in two portions. This outcome is typical of an explant procedure. A review of the sterilization records showed no deviations or anomalies that could have contributed to the event. The returned lead extension nm-3138-55 serial number (B)(6) was analyzed and visual inspection revealed that the lead extension had been severed, and not all of the lead extension was returned. This outcome is typical of an explant procedure. A review of the sterilization records showed no deviations or anomalies that could have contributed to the event. A product labeling review identified that the devices were used per the IFU product label. Additionally, infection and implant site complications such as poor healing and or wound reopening are known risks with the use of deep brain stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and wound dehiscence at the site of the right-side lead and lead extensions at the base of the skull. The patient underwent a revision procedure where the lead and the lead extensions were explanted. The physician assessed that the system had been contaminated preventing wound from healing properly and closing. The patient was doing well post-operatively. The explanted lead extensions were discarded and were not returned to bsc.